Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy, rotator cuff repair procedure on 6feb24 when it was reported, ¿piece of energy probe broke off in patient during shoulder arthroscopy. Removed metal piece from patient, confirmed with x-ray.¿. The procedure was completed without an alternate device causing a 30-minute delay. There was no report of injury, medical intervention, or hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 110 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy, rotator cuff repair procedure on (B)(6) 2024 when it was reported, ¿piece of energy probe broke off in patient during shoulder arthroscopy. Removed metal piece from patient, confirmed with x-ray.¿. The procedure was completed without an alternate device causing a 30-minute delay. There was no report of injury, medical intervention, or hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.